Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The same day as peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (2 gm, every 5th day, intraperitoneal, discontinued), injection ceftazidime (1 gm, once daily, intraperitoneal, discontinued) and injection tobramycin (80 mg, once daily, intraperitoneal, discontinued) for peritonitis. It was reported that the patient was discharged three days after hospital admission and was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.